Manufacturer narrative:
(B)(4) gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a digestive tract dilatation procedure performed on (B)(6) 2016. According to the complainant, after unpacking, the gauge needle was stuck at 1.5 atm and would not return to 0 atm. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the needle of the gauge was at 1.5 atm. A functional evaluation was performed and the balloon was inflated to 10 atm for 30 seconds with no issues; however, when the pressure was released the gauge needle returned to 1.5 atm. Based on the condition of the returned device, the defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a digestive tract dilatation procedure performed on (B)(6) 2016. According to the complainant, after unpacking, the gauge needle was stuck at 1.5 atm and would not return to 0 atm. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.